Event description:
It was reported that the right ventricular (rv) lead pacing impedance had gradually increased to 1700 ohms, there was short interval count (sic) events and the threshold has varied and is elevated. The rv lead remains in use. It was later reported the rv lead had poor sensing of ventricular fibrillation during defibrillation threshold testing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had gradually increased to 1700 ohms, there was short interval count (sic) events and the threshold has varied and is elevated. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.